Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces.no moisture damage on electronics noted during testing. The insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer reported that the insulin pump might have been exposed to sweat. The customer reported that the buttons were not working. The customer's blood glucose was 32 mg/dl at the time of incident. The customer stated that they treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.